Event description:
Customer reports to have received a no delivery alarm during bolus delivery. Customer's blood glucose was 196 mg/dl. During troubleshooting, customer was assisted in performing a 5.0 unit fixed prime. Insulin did not exit and alarmed no delivery. Insulin did exit with plunger push, but there was greater than normal resistance. Customer was advised that reservoir and infusion set would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One opened/used reservoir was evaluated and inspected for anomalies and none were found. Occlusion test was performed and it was concluded the reservoir was not occluded.